Manufacturer narrative:
Correction: date received by manufacturer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "bd alaris IV pump had shut off after an update to the remaining volume was completed. IV pump had alarmed and stated infusion complete. Infusion volume was updated and seconds after programming the channel had flashed red. Then all four channels had flashed red, and the pump had shut off. Three medications running through the IV pump had stopped without warning, one was a vasopressor. Pump was restarted and reprogrammed as it did not retain any of the previous programming quickly. Patient bp had remained stable since programming was completed quick enough". There was patient involvement, but the outcome is unknown.

Event description:
A copy of the medwatch report from FDA was received, which states, "bd alaris IV pump had shut off after an update to the remaining volume was completed. IV pump had alarmed and stated infusion complete. Infusion volume was updated and seconds after programming the channel had flashed red. Then all four channels had flashed red, and the pump had shut off. Three medications running through the IV pump had stopped without warning, one was a vasopressor. Pump was restarted and reprogrammed as it did not retain any of the previous programming quickly. Patient bp had remained stable since programming was completed quick enough". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had shutoff was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.